Manufacturer narrative:
A ge service rep performed an on site investigation. The flash was erased, and the flash and the calibration files were restored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save images, and images were lost or mixed up. No pt injury was reported.